Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 488 mg/dl and a high ketone level identified as dangerous (diabetic ketoacidosis). The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids. Reportedly, treatment resolved the issue and there was no reported permanent damage to the customer. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was instructed to consult with the healthcare provider regarding bg level. Although requested, no additional information was provided.

Manufacturer narrative:
Customer follow up on 10/4/2019: reportedly, the customer was released on (B)(6) 2019 with no permanent damage.